Event description:
I had the essure device implanted in 2014. I've been experiencing more and more issues specifically pelvic pain. I am currently on my period. While going to the bathroom yesterday and wiping myself I found a full coil that had been expelled.